Manufacturer narrative:
H.6. Investigation: one sample was provided to our quality team for investigation. The product was visually inspected and the needle was observed to be detached from the protector. There was no damage or defects identified on the needle or on the protector where the needle connects. It was noted that the protector penetrated the stopper of the vial off center. Product undergoes visual and functional testing throughout the manufacturing process to ensure the quality and functionality of the device. As lot information for this incident was not available, a device history review could not be performed. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. It is possible the needle detached due to a poor connection of the protector onto the vial. The m12 assembly fixture is recommended to ease the connection of the protector to the vial.

Event description:
It was reported that the needle detached during use with a bd phaseal¿ protector p50j. The following information was provided by the initial reporter, translated from japanese to english: the needle was detached.

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the needle detached during use with a bd phaseal¿ protector p50j. The following information was provided by the initial reporter, translated from (B)(6) to english: the needle was detached.